Event description:
A pharmacist reported to baxter (B)(4) of a administration solution set in which "the set was missing a component and the missed component was not reported." The event occurred before use. It was later reported by the customer, that the missing component was the component that would have attached to a patient. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one opened sample was received for evaluation. Visual inspection confirmed that the set was missing a male luer lock. No functional tests were performed. The sets are assembled manually according to the specification of each product code. The most probable cause of this occurrence could be related to a failure during assembly process and also to a failure on visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.